Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during central processing, an area close to the fenestrated bipolar forceps instrument looked melted. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during inspection in the spc area, staff noted that the instrument appeared to have a melted area. There were no feedback or reports from the staff who last used the instrument, so it is assumed that no abnormalities were identified at the time of use. No patient harm or safety concerns were reported; otherwise, the appropriate safety protocols would have been initiated.